Manufacturer narrative:
Based on the limited info provided we are unable to determine to what extent the bard device may have caused or contributed to the events as alleged. Additional info has been requested. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no sample has been returned for eval. This MDR includes all pt, event and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00049 for info related to the bard device alleged to have been implanted on the pt's right side.

Event description:
The following has been alleged by the pt: the pt alleges that he underwent bilateral hernia repair with the implantation of two unk bard mesh. The pt alleges that the mesh implanted on the right side was very painful and he underwent mesh explant. The pt alleges that the surgeon amputated 3 nerves, and also freed up the seminal tube and veins that were entrapped, and that he was at risk of loosing his right leg. The pt alleges that he now experiencing the same pain symptoms on his left side. Based on the procedure performed and location, perfix plug was chosen as the most likely device used. Therefore, this complaint is being reported as an unk perfix plug. There is no allegation of medical/surgical intervention on the pt's left side; however he is alleging that he is now experiencing the same pain symptoms as he had on his right side, therefore, an MDR is being filed to document this event.

Manufacturer narrative:
Addendum to initial emdr based on additional information, legal complaint, provided by the patient's attorney. Currently, it is unknown to what extent the bard/davol perfix plug (device #2) may have caused or contributed to the reported event. No medical records have been provided and without a lot number a review of the manufacturing records could not be conducted. Additionally, no sample has been returned for evaluation. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
As reported on 02/03/2014, the following has been alleged by the patient: the patient alleges that he underwent bilateral hernia repair with the implantation of two unknown bard mesh. The patient alleges that the mesh implanted on the right side was very painful and he underwent mesh explant. The patient alleges that the surgeon amputated 3 nerves, and also freed up the seminal tube and veins that were entrapped, and that he was at risk of loosing his right leg. The patient alleges that he is now experiencing the same pain symptoms on his left side. Based on the procedure performed and location, a perfix plug was chosen as the most likely device used. Therefore, this complaint is being reported as an unknown perifx plug. There is no allegation of medical/surgical intervention on the patient's left side; however he is alleging that he is now experiencing the same pain symptoms as he had on his right side, therefore, an MDR is being filed to document this event. Addendum based on additional legal complaint information provided by patient's attorney: on (B)(6) 2003: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). On (B)(6) 2005: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #2). The patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol perfix plug (device #1 and device #2). Attorney alleges general allegations regarding bard/davol perfix plug (device #1 and device #2) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿